Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. It is alleged that the patient has been "very sick", however when asked, the contact would not provide any further details regarding his health. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Remains implanted.

Event description:
It was reported that on (B)(6) 2008 the patient underwent a ventral hernia repair with implant of a bard/davol ventralex mesh. It is alleged that since implant the patient has been "very sick," has seen multiple doctors and is requiring "corrective" surgery.